Event description:
The physician was attempting to implant a 2.75 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. It was reported that the physician could not pass the stent to the target lesion. No patient injury occurred and no clinical sequelae were reported. When the device was returned to the manufacturing facility, the stent was noted to be damaged. Device summary: stent returned off the balloon. Stretched in the middle and bunched at both ends. Crimp impressions evident along balloon. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology). (B)(4).